Event description:
It was reported to philips that the device gave a remote error indicating a memory failure, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc memory was unavailable or had failed during application. Review of the log files confirmed the host pc malfunction. The failure analysis performed for the host pc showed inconclusive evidence of the reported failure. However, the fse replaced the host pc and the hard drive which resolved the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.